Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.

Event description:
It was reported that during a da vinci si surgical procedure, while using the permanent cautery hook instrument, a 'plastic' piece broke off and fell into the patient. The fragment was retrieved and the planned surgical procedure was completed. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found the instrument distal clevis ear to be broken off at the grip tip. No evidence of arc trac was found on the clevis or the cable. Engineering concluded that the instrument likely broke due to overloading at the hook causing the clevis ear to break.